Event description:
Olympus was informed via medwatch report number: 2201630000-2008-8036 that, "during laparoscopic cholecystectomy procedure, the cautery cord, the end nearest to the cautery machine, caught fire, and burned through. No harm to patient or "staff." The user facility was contacted on numerous occasions both via phone and in writing regarding this report without success. There has been no other significant additional information provided to date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The cause of the user's experience could not conclusively be determined at this time. If the device is received at a later date, or significant additional information is obtained, the report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.